Event description:
The customer reported that the catheter had high impedance readings 200-300 ohms. A new catheter was used and it also displayed high impedance readings. After the first ablation, the impedance value was showing readings between 120 and 140 ohms. After the customer performed the 20th ablation, a steam pop occurred and the patient experienced a tamponade. A pericardiocentesis was performed and the patient was stabilized and was sent to the or for surgery.

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. Copy of 3500a medwatch report was sent by customer to FDA. It was received by cmd on 3/14/2012. Analysis will not be performed since the device was disposed. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #: (B)(4). Manufacturer reference #: (B)(4).